Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. Root cause is attributed to the manufacturing process. A review of the complaint database was performed and no similar complaints for this lot were identified. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device has returned for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The physician alleges that they crossed over the aortic bifurcation right to left, with a 4fr pigtail catheter and a competitors stiff guidewire. As they were pulling back on the catheter, the tip detached but remained on the guidewire. The physician removed the catheter and the guidewire together as a unit. No medical intervention necessary.